Manufacturer narrative:
H6: investigation summary : bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 5 retained samples from the bd inventory were functionally tested and the indicated failure mode of tube push off was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "tubes were popping out prematurely from the blood collection set. This started to happen when customer converted to ultratouch push button sets."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "tubes were popping out prematurely from the blood collection set. This started to happen when customer converted to ultratouch push button sets."